Event description:
Redacted medwatch #(B)(4) rec'd. The consumer reported a 20 year successful lens wear history, most recently with focus night and day lenses. He recently changed to newer version, air optix night and day aqua. Since wearing the new version, he reports "my eyes became red, swollen, dry, and very irritated. After ruling out other external factors, it was determined that the lenses themselves were causing the irritation. Since then, my vision has become blurry and I have been diagnosed with thygeson's disease and I cannot see clearly due to these corneal lesions." Event required unspecified intervention. Event abated after use.

Manufacturer narrative:
As there was no product returned or lot info provided, no detailed investigation can be performed. Add'l MFR narrative. Limited and/or lack of detailed info is known for this event, therefore it is considered to be serious and reportable, as a possible permanent reduction in visual acuity. (B)(4).